Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval experienced the door not fully latched messages, caused by a failed lower link switch. The lower auxiliary assembly (including the failed switch) was replaced.

Event description:
During baxter's eval, it was found that a spectrum pump experienced door not fully latched messages. There was no pt involvement.